Event description:
The customer initially complained of over recovery at the low end of the measuring range for thyrotropin (tsh) survey samples on different reagent lot numbers. The customer ran 14 patient samples tested for tsh between two different reagent lot numbers. Of the 14 samples tested, one was erroneous. The initial tsh result from reagent lot 179276 was 0.01 iu/ml. The sample was sent to another site where the repeat result from reagent lot 179690 was 0.02 miu/l. The date of event is not known. It is not known if the tests were for troubleshooting purposes. It is not known if the results were reported outside of the laboratory. Clarification was requested. It is not known if an adverse event occurred. Clarification was requested. The tsh reagent expiration dates were not provided. A specific root cause could not be identified. The root cause may be related to local issues at the customer site (e.g. Analyzer, handling/storage of reagents). Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Clarification was received that the additional patient results tested for tsh were for troubleshooting purposes only.